Event description:
It was reported that the health care professional (hcp) had an order to deactivate this implantable cardioverter defibrillator (ICD) for this patient as they are in hospice care, however, this device was not able to be interrogated. Technical services (ts) discussed device might be in an endless loop situation with beeping on and off at times. Ts suggested attempting another magnet reset as the first one was not successful. Ts recommended considering keeping a magnet on the patient device. This ICD remains implanted. No adverse patient effects were reported.